Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 12/21/2015. Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015. Supplemental 01. (B)(4) urinary problems, dyspareunia, undefined recurrence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, possible urethral diverticulum and menopause symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 12 - attachment: [(B)(6) 2015 oto supplemental 12.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 13 - attachment: [(B)(6) 2015 oto supplemental 13.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events ¿ 206. Artisyn y-shaped mesh unknown product - 1. Gynecare gynemesh - 57. Gynecare gynemesh* ps - 148.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient has experienced pain, erosion of internal bodily tissue and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2015 through (B)(4) 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.